Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd nexiva single port leur lock is broken. The following information was provided by the initial reporter, translated from dutch to english: hub broken, luer lock coupling cracks. At 2 devices of the same lot number. Incident occurred during use. No serious medical injuries have occurred, but patients have been pricked more often because these 2 IV needles were no longer usable.

Event description:
Hub broken, luer lock coupling cracks. At 2 devices of the same lot number. Incident occurred during use.

Manufacturer narrative:
Current control there is a in-process and outgoing visual inspection for damaged components. Also at outgoing inspection there is a catheter air-water leak test in place where air supply will be connected to the luer to conduct leak test.. As there is no abnormality during the production run and outgoing process and no samples and no photo were returned for investigation, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Manufacturer narrative:
Current control there is a in-process and outgoing visual inspection for damaged components. Also at outgoing inspection there is a catheter air-water leak test in place where air supply will be connected to the luer to conduct leak test.. Manufacturing nexiva assembly line 4 process review. The following manufacturing process was reviewed: 1. The transfer, feeding and loading of the luer. 2. The assembly of the luer to the tube and nexiva final assembly. 3. The transfer process of the nexiva final assembly part if force was to be inflicted to the luer to cause damage, there will be scratches, dent, crush marks on the luer. However, from the return sample it is observed that there was no sign of crush/compression or any dent or scratches. Conclusion: the nexiva assembly line process is not a cause. DHR review also shows no abnormality during production and qa outgoing process. Hence, root cause could not be confirmed to be from the assembly manufacturing process. Material from the return sample it is observed that the crack is a hairline crack and it is a fine clean line. Conclusion: it is probable that it cracked due to a pre-existing line of weakness or fracture point from the supplier material. Thus, the line of weakness on incoming material push tab result in the damage during user application. The luer adapter part is purchased from bd sandy. Bd sandy had been notified of this complaint for investigation.

Event description:
Hub broken, luer lock coupling cracks. At 2 devices of the same lot number. Incident occurred during use.